Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an infrarenal abdominal aortic coarctation using iliac extender endoprosthesis. After deployment of the pxl device, a touch-up ballooning was performed. At that time, narrowing portion or the aorta ruptured. The physician implanted another two pxl devices to resolve the rupture. The pt tolerated the procedure.

Manufacturer narrative:
Results - the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Conclusions - per gore excluder aaa endoprosthesis instruction for use (IFU): the aortic and iliac extender endoprostheses are intended to be used after deployment of the gore excluder aaa endoprosthesis. These extensions are intended to be used when additional length and / or sealing for aneurysmal exclusion is desired.